Manufacturer narrative:
Cartridge change was verified. Cart: installation issues the failure investigation has been completed. Based on the analysis, the alleged issue could not be verified.

Event description:
It was reported that a cartridge change error occurred. Additionally, it was reported that a cartridge did not fit onto the pump. Customer reverted to an alternate method of insulin delivery. Customer's blood glucose was 200-225 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.